Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that while using dexcom g7 with the ilet device, a fingerstick showed blood glucose (bg) at 250 mg/dl while the device displayed 375 mg/dl. Later, the patient experienced hyperglycemia with a bg of 401 mg/dl that persisted for more than 90 minutes. The patient resumed insulin delivery and the infusion site was changed with the assistance of a caregiver. No hospitalization occurred and no long-term health effects were reported.